Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The exact cause of the event was unable to be determined but may have been related to progression of disease, implant duration, patient factors, and/or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve in the aortic position. Approximately 8 years and 10 months later, the patient presented with stenosis, mild regurgitation, and degeneration and underwent a valve in valve (viv) procedure with a 26 mm sapien 3 ultra resilia valve inside the pre-existing 29 mm sapien 3 valve. The mean/peak gradients prior to intervention were reported as >50 mmhg, and the valve area/index was reported as 0.5-1.0 cm2. The patient was reported to be symptomatic prior to the valve-in-valve intervention, with symptoms including dyspnea, fatigue, and heart failure. Per proctor review, a cta showed a bicuspid native aortic valve with a calcified raphe and a 29 mm sapien 3 valve in the aortic position. There was suboptimal commissural alignment with the right coronary artery and malalignment with the left coronary artery. The valve demonstrated underexpansion at the mid-portion, with asymmetric expansion noted at the sinuses of valsalva. The prosthetic leaflets were heavily calcified.